Event description:
It was reported that during a craniotomy the patient blood pressure dropped significantly when using monopolar cautery. The blood pressure recovered as soon as the cautery was stopped. It was noted that the cautery return electrode was directly over the cardiac resynchronization therapy defibrillator (crt-d) area. The clinician was unsure if the patient was receiving shocks from the crt-d causing the blood pressure drop or if the patient was asystolic. The clinician stated that a magnet was used but they were unable to confirm if the crt-d tachycardia detections were disabled and asynchronous pacing mode was programmed prior to the procedure. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continued from d10: 479888 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.